Event description:
Boston scientific crm received information that this 4136 right ventricular (rv) lead was implanted and explanted on the same day due to no capture. A new lead was successfully implanted and to date, no adverse patient effects were reported.